Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water nozzle, and plastic distal cover was present with foreign objects. In addition, the distal end cover had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Olympus confirmed foreign material was present within the device, but the type of the material cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to insufficient reprocessing. However, the most probable cause for the malfunction is not established. In addition, based on the results of the investigation, the definitive root cause of the issue could not be determined. However, the most probable cause could be the use of a high-frequency processing instrument without sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.